Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer reported that the insulin pump alarmed battery out limit. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display was noted. All operating currents were within specification. The insulin pump passed the self test. No unexpected battery alarm was noted. No damage was noted to the isolation tape. The low reservoir alarm functioned properly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.